Event description:
Failure to fuse. Will require a 360 revision (add'l surgery). Because I didn't develop bony fusion, movement in the hardware resulted in a pars fractured which has not healed and adds to the pain of the non-fusion.